Manufacturer narrative:
Model number/catalog number: sc-2218-50. (B)(4). Model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patients leads have migrated. The patient underwent a revision procedure wherein the leads were replaced and was doing well postoperatively.